Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient complained the recharging of the scs ipg was becoming a burden and he stopped using the system. Subsequently, the patient followed up with his physician and decided to have the ipg replaced with a new one. Effective stimulation therapy was established postoperative.